Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve dislodged inside the hub could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not advance into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the issue was resolved. There was no patient consequence. Additional information was received indicating resistance was felt while attempting to insert the dilator into the sheath. It seemed to be narrowed as it would insert a tiny bit but not completely. There was no occlusion while irrigating. The catheter or the needle were not inserted through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium since they could not insert the dilator due to the resistance. There was no visible damage to the sheath or dilator. The customer¿s reported issue of resistance with the sheath is not MDR reportable since an increased potential for patient injury due to this issue is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on (B)(6) 2022 and reassessed it as MDR reportable.